Event description:
The customer reported the iol's calculation results are not satisfactory. The surgeon contacted the company service representative and reviewed the issue with him. The surgeon stated one patient was farsighted. The system was checked by the company service representative. The surgeon has used the system since with no problems noted. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system with no problems reported. The system was then tested and met all produce specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).